Manufacturer narrative:
The insulin pump was received with a blank display due to cracked case at battery tube side. And cracked battery tube threads. The cracked case at battery tube side and the cracked battery tube threads not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected power loss due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump had battery problems crack. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.